Event description:
It was reported that the patient had the inflatable penile prosthesis 100 ml reservoir removed as the patient experienced a bulge due to the reservoir herniated. A new inflatable penile prosthesis 65 ml reservoir was implanted. The patient outcome following the revision surgery was good.